Manufacturer narrative:
E1/establishment name: (B)(6). E1/address line 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rhino-laryngo videoscope exhibited the adhesive of the distal end is peeling off. The issue occurred during reprocessing. There were no reports of patient harm.